Event description:
It was reported to medtronic neurosurgery that during implantation testing, the device was found to be leaking. According to the report, the physician changed the set to complete the operation.

Manufacturer narrative:
The valve did not meet the specifications for patency or leak testing due to a small tear in the top of the reservoir dome. It is unknown how or when this damage occurred. The damage precluded siphon, reflux, pressure-flow and preimplantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimized handling with surgical tools. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.